Event description:
During a lap sigma resection procedure, after one hour, there was no function. Display showed instrument error. No further info is available. There was no reported pt consequence and procedure was finished with like product.